Event description:
Caller stated the pt tested 4.5 inr and 2.2 inr on coaguchek test system 1 and 1.7 inr on coaguchek test system 2. No action was taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. Comparison performed at medical facility. Coaguchek test system 1: meter, strip lot 312a-f10, exp 10/31/2007, cat/3116247. Coaguchek test system 2: meter, strip lot 394a-c18, exp 02/29/2008, cat/3116247.

Manufacturer narrative:
Suspect device for system 1 is coaguchek test strip.